Event description:
The manufacturer received information alleging a ventilator was alarming for a faulty flow sensor. There was no harm or injury reported. The device's external flow sensor was replaced to address the issue. The flow sensor was returned to the manufacturer for evaluation. The external flow sensor was found to have rust on the internal mesh.